Manufacturer narrative:
(B)(4). Additional information: on an unreported date approximately two months prior to the receipt of this report, the patient experienced a groin hernia. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a groin hernia coincident with automated peritoneal dialysis therapy. The cause of the groin hernia was unknown. Five days prior to the receipt of this report, the patient was hospitalized for the event. One day after hospital admission, the patient underwent surgical repair of the groin hernia. After four days of hospitalization, the patient was discharged. At the time of this report, hemodialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.